Event description:
The customer reported a leak from the cap piercer of the unicel dxc 600 pro synchron system while piercing capped patient sample tubes. The customer stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, gown and eye protection at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed the reported leak. The fse noticed that fluid would back-up the cap piercer vacuum drain tube causing the leak. Upon further evaluation, the fse determined that the cause of the leak was due to low vacuum at the drain waste valve. The fse cleaned the drain waste valve by flushing with bleach to resolve the issue. The fse verified the repair and no further leaks were observed. The customer has not reported of any further issues related to this event as of (B)(4) 2014. The cause of the event is attributed to an obstructed cap piercer vacuum waste valve. (B)(4).